Event description:
Per the medwatch report from the facility: "the patient care technician placed the bed in the auto-firm mode and gave the patient a bath. After the bath the patient care technician correctly positioned the patient on the bed but inadvertently enabled the full turn mode, rather than the partial turn mode. The pct went to check on the patient 15 minutes later and found the patient turned to the left side, face in pillow and dusky."